Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The patient experienced dizziness. The lead was explanted and replaced. The patient's condition was good post procedure.